Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale gradation on the bd¿ luer-lok syringe only went up to the "50 ml" mark instead of the correct "60 ml". This was discovered after use. The following information was provided by the initial reporter: "we have received the component (ssb part number sc113078 = vendor partner number 301035), batch number 9262334 with difference in the graduation. The reference sample (in green) has a graduation up to 60ml, on the received part (in red) the graduation up to 50ml."

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. It shows two syringes. One is 60ml, and the other one is 50ml; both are according to specification. The 60ml products are no longer manufactured; only the 50ml. Based on the investigation and analysis of the photo sample provided, the symptom reported by the customer is confirmed; however, both syringes are according to specification; it is recommended that marketing informs the customer about the transition to 50ml. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the scale gradation on the bd¿ luer-lok syringe only went up to the "50 ml" mark instead of the correct "60 ml". This was discovered after use. The following information was provided by the initial reporter: "we have received the component (ssb part number sc113078 = vendor partner number 301035), batch number 9262334 with difference in the graduation. The reference sample (in green) has a graduation up to 60ml, on the received part (in red) the graduation up to 50ml."

Manufacturer narrative:
The following field has been updated due to additional information: e.1. Initial reporter country code: france.

Event description:
It was reported that the scale gradation on the bd¿ luer-lok syringe only went up to the "50 ml" mark instead of the correct "60 ml". This was discovered after use. The following information was provided by the initial reporter: "we have received the component (ssb part number sc113078 = vendor partner number 301035), batch number 9262334 with difference in the graduation. The reference sample (in green) has a graduation up to 60ml, on the received part (in red) the graduation up to 50ml."